Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was reported that the patient was not hospitalized for the event. The patient was treated with ceftazidime injection (1 gram, intraperitoneal, once daily and duration was not reported) and cefazolin injection (1 gram, intraperitoneal, once daily and duration was not reported) for peritonitis. Two days after the onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.